Event description:
Customer reported receiving an unidentified blood glucose reading and then within mins the customer lost consciousness due to low glucose levels. Treatment was not described. Customer claimed the meter gave inaccurate readings. In comparison tests, customer received readings of 93 and 258 mg/dl within 10 mins. Results are outside the MFR's allowed 20% variance.